Manufacturer narrative:
After battery installation, the center (enter) keypad button is not functioning. Upon further review of the unit's interior, there are traces of previous moisture presence on the back of the lcd display. Unable to perform the displacement, self tests due to the non-functioning keypad button. Unit has a hairline horizontal crack in the battery threads.

Event description:
The customer reported via phone call that the insulin pump had condensation under the screen. The customer's blood glucose value was 136 mg/dl. Customer states they do not hear fluid when shaking the insulin pump. Customer states they see fluid under the screen. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.